Event description:
The customer reported that while performing a volume verification procedure on summit, the customer reported that no fluid was dispensed into well b8 and d8. No error was reported. No death or serious injury was associated with this incident.